Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type? Update: event problem codes, date received by MFR., type of reports, if follow-up, what type?, evaluation codes. Trend analysis: n/a as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: it was reported that the patient received an inter-op cup on (B)(6) 2012 and was revised on (B)(6) 2016 due to hip pain. Pre-operatively it was suspected that the stem was loose but during surgery was found to be well fixed. The surgeon decided to replace it anyway. Review of received data: x-rays dated (B)(6) 2011: the image shows a left tha. It is unclear why the date on the x-ray is previous to implantation date reported. We suppose that the implantation date was wrongly reported (patient ID is the same on both per and x-rays but it is possible that the date on the x-rays was wrongly entered). However, no additional information were received and therefore we will not change the implantation date. The cup inclination angle is around 45 degrees. The other component seems to be well implanted. No other conspicuous information available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: according the reported event, the patient underwent revision surgery due to pain. Pain cannot be related to a single specific failure mode. Moreover, the surgeon suspected a stem loosening which was then denied during revision surgery. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Three x-rays were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional information become available and an investigation result be available, that changes this assessment, an emended medical report will be submitted. This is a split complaint is a split case with (B)(4) zimmer inc. (B)(4). Zimmer's reference number of this file (B)(4).

Event description:
It was reported that the patient was implanted a inter-op cup generic on the right side on (B)(6) 2012. It was stated the following: "patient had total hip done in (B)(6) of 2012 in (B)(6). Saw (B)(6) in (B)(6) in 2016 complaining of hip pain. X-rays revealed zimmer inter-op rimflare cup, hooded 32mm liner, 32mm ceramic head and size 9ml taper femoral stem. Surgery was booked for possible loose stem. Upon exposure and surgery it was determined stem was not loose and cup was intact. Surgeon decided to remove stem and replaced with another company's modular stem.